Manufacturer narrative:
The field service engineer (fse) observed the probe was dripping fluid while the instrument was in manual mode. The fse noted insufficient vacuum at the probe rinse block. The fse flushed the vacuum pathways and resolved the fluid leak issue. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately one milliliter of clear fluid leaked from the manual probe involving the coulter lh 500 hematology analyzer. The customer stated the fluid dripped down the manual mode start paddle and outside the instrument. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Service was requested and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.